Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. During retraction, the stent dislodged and remains in the pt. The pt status is listed as "okay".